Event description:
Report received from USA stating the device was "getting warn to the touch while setting up". The event occurred prior to pt use. No pt involvement or injuries reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).